Event description:
Pt tested blood glucose on the suspect device and it was 138 mg/dl. Pt was showing symptoms of low blood glucose. Paramedics were called and within 30 minutes, paramedics tested pt blood glucose on paramedic's device and it was 58 mg/dl. Pt was taken to the hosp and pt's blood glucose was 40 mg/dl (lab). Pt was admitted and given an IV.